Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. It was reported that the balloon burst due to severe calcification. The target lesion was located in the lad and was severely tortuous, severely calcified and stenosed, these anatomical features likely contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.